Event description:
It was reported that the pump touch screen was dark. Customer's blood glucose was 517 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.